Event description:
A report was received that a pt was explanted due to epidural abscess at the lead site near the thoracic spine. The pt had drainage, fever, pain and neurological weakness. The physician reported the infection is not device related, but procedure related. The pt was prescribed IV antibiotics.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned for evaluation. A review of the manufacturing documentation of the device involved found that no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is the final report.